Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to date.

Event description:
It was reported that the tracheobronchial stent graft could not be deployed any further after being partially deployed. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Based on the sample returned and the photo provided the reported failure could be confirmed. The stent graft was found partially deployed. Furthermore, the outer sheath was found highly elongated and torn off, which indicates that increased friction affected the delivery system during attempt of stent graft deployment. Additionally, the delivery system was found inserted in an introducer sheath, as it was difficult to remove the introducer sheath over the partially deployed stent graft. No indication was found for manufacturing related issue. Potential factors which may have contributed to the reported issue have been considered. Therefore previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult patient anatomy, which led to increased friction and the subsequent sheath fracture. Insufficient flushing of the device could be another contributing factor for the reported problem. Based on the limited information available and the evaluation of the sample returned, a definite root cause for the reported failure could not be determined. The instructions for use (IFU) which are applicable for this product were reviewed and it was found that the potential risks were sufficiently addressed. Both instructions for use states that the delivery system must be flushed prior to use and regarding the anatomy of the placement site that prior to stent graft deployment the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and do not kink the delivery catheter. Regarding the use of accessories both IFU state a superstiff guide 0.035'' guide wire is required. However, in this case no details regarding the anatomy or the procedure were provided. Furthermore, the endovascular IFU also states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device."